Manufacturer narrative:
E1: patient city and country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient's infusion set tubing detached from site on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for 1.5 days. No further information available.